Manufacturer narrative:
Method codes- visual inspection and simulated use testing is based off the representative samples, no testing methods performed is based off the no sample. Result codes - no failure detected is based off the representative samples , no results available since no evaluation performed is based off no sample. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and representative samples. Based from the results of our investigation, the root cause of the problem could not be identified. No retention samples were verified and assessed since lot number was unknown. However, simulation conducted on representative samples showed needle was securely in place on safety sheath after activation and no bending or tilting of cannula was observed. We have in-process inspection for visual, sensory, and functional test to assure quality performance of assembled sg3 needle. Prior shipment, qc conducts outgoing inspection to assure lots are in good quality. Proper instruction for usage of the sg3 needle was fully addressed in the instruction for use (IFU) indicated in the leaflet. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that the needle did not engage when attempting activation. The needle was bent when drawing up medication, causing the needle to not engage with the safety device when attempting activation. No needle stick occurred and it was prior to patient injection. There was no patient injury.